Manufacturer narrative:
(B)(4). Method: the product was not returned for an evaluation and investigation. The lot number was not provided; therefore, the review of the device history record (DHR) cannot be performed. Results: the information contained is from legal documents served on I-flow, llc.. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a lawsuit served on I-flow, no customer contact can be made at this time due to the pending litigation. As of (B)(6) 2006, I-flow updated its on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On (B)(6) 2007, I-flow also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E). Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: asku. Flow rate: asku. Procedure: shoulder surgery. Cathplace: intra-articular. Patient alleges chondrolysis in shoulder following placement of an on-q pump after surgery on or about (B)(6) 2006. In (B)(6) 2014, the patient was diagnosed as suffering from end stage glenohumeral arthritis.